Event description:
The customer reported that they obtained lower than expected free total thyroxine (frt4) results for an unknown number of patients over an extended period of time. This time period spans between two and three months. The results were generated from a unicel dxc 600i synchron access clinical system. The customer estimates, based upon their laboratory information system (lis) database, approximately 44 - 45% of their reported frt4 results over this period of time were abnormal/low. Affect to patients, including modification to patient treatment, is unknown at this time. The dates, actual results, and whether these results were confirmed as erroneous is unknown at this time. The customer indicated that there are no other assays in question and that their quality control (qc) results are within range and performing within precision claims. Specific qc data was not supplied by the customer to date. Currently the customer is utilizing a reference range (0.8 - 1.8 ng/dl) which differs from the recommended beckman coulter inc. (Bci) reference range of 0.61 - 1.12 ng/dl. Bci has recommended that the customer perform a reference range study to verify a population appropriate range. The customer has since adjusted their reference range to the range recommended by bci. As part of troubleshooting for this issue, the customer indicated that they selected ten prior, low frt4 patient results which had been reported out of the laboratory and had them retested on another instrument. The retests generated frt4 values in the normal reference range. Initial result and retest result data for these ten patient samples has not been provided to date. 8. Although there is no indication of any adverse patient consequences to date, it is not known if any changes were made to patient treatment based upon these ten erroneous results. 9. This report is in association with patient result number one.

Manufacturer narrative:
Service was not dispatched as the customer was not questioning instrument performance. This report is one of ten MDR reports. The specific report MDR numbers associated with this event consist of: 2122870-2011-01408, 2122870-2011-01466, 2122870-2011-01467, 2122870-2011-01468, 2122870-2011-01469, 2122870-2011-01470, 2122870-2011-01471, 2122870-2011-01472, 2122870-2011-01473, 2122870-2011-01474.